Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "complaint from customer : the set peep cannot be maintained, p0.1 is always much too low, pat repeatedly fell into the apnoea programme. These problems disappeared with the g5. The machine was re-equipped (passed the test) and then used on the patient again. The patient no longer breathed in spontaneous mode. The g5 then worked without any problems. Today upgraded with new equipment, passed the test again without any problems, no audible problems." Health impact: (2) no clinical signs, symptoms or conditions, no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Follow-up nr 1 information. Updated fields. Investigation outcome: hardware analysis: with this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event. The device was checked. All service test performed and passed. Hamilton medical ag received the logfiles of the device for analysis. The following can be seen: on (B)(6) 2024 the ventilation started in spont mode, after [?]apnea' alarm, it was changed to apvsimv. Mode. [?]apnea' alarm again and the mode was changed back to spont. The set parameters have not changed during mode-change. Clinical assessment: the problem is that the patient with a pressure trigger of -2mbar does not get the support because it is not sensitive enough for him. It is an asynchrony issue which leads to apnea mode. The response from the operator was switching modes. The best response is to adapt the settings. Option 1: reduce p trigger from -2mbar to -1mbar to adapt to patient need option 2: switch to flow trigger because on c6 p.01 displayed without relation to p trigger the device was checked. All service test performed and passed. According to the clinical assessment, the root-cause of the reported event is not using the ideal settings for this patient. Hamilton medical ag considers this case as closed.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "complaint from customer : the set peep cannot be maintained, p0.1 is always much too low, pat repeatedly fell into the apnoea programme. These problems disappeared with the g5. The machine was re-equipped (passed the test) and then used on the patient again. The patient no longer breathed in spontaneous mode. The g5 then worked without any problems. Today upgraded with new equipment, passed the test again without any problems, no audible problems." Health impact: (2) no clinical signs, symptoms or conditions, no health consequences or impact, were reported.